Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: (B)(4) ICD implanted: 2015 (B)(6). (B)(4).

Event description:
It was reported that, post device changeout, an alert was triggered due to high pacing impedance on the right ventricular (rv) lead. The threshold had increased to a high value and there was a high number of short interval counts (sic). The lead was reprogrammed initially. A chest x-ray was performed as a setscrew or connection issue was suspected. A procedure to evaluate the setscrew and connection is scheduled and the lead and implantable cardioverter defibrillator (ICD)&#1157;main in use. No patient complications have been reported as a result of this event.